Event description:
Related manufacturer reference number: 2017865-2023-46775. It was reported that the patient presented in clinic for follow-up on an unknown date. Device interrogation revealed both the right ventricular (rv) and the right atrial (ra) leads exhibited failure to capture and sense, lead dislodgement was suspected. The patient was asymptomatic to the event. Upon opening the pocket, it was noted the leads were pulled back. The leads were explanted and replaced. The patient was in stable condition intra and post procedure.